Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed; however, bleeding did not stop. Manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The mynx vcd was used in a percutaneous transluminal angioplasty (pta) procedure. No visible damage to the device or packaging was noted prior to use. The physician was trained and experienced with the device. The device was prepared according to the instructions for use. The procedure was performed using a retrograde approach. A non-cordis 6f sheath introducer was used. The balloon did not lose pressure during preparation or use. The sealant was deployed to the proper location. The femoral artery suitability was verified on angiography, including appropriate insertion angle. The vessel diameter was greater than 5 mm. No visible calcium or plaque was present at the puncture site. Vessel tortuosity was reported as little. There was no stent near the puncture site, and no stenosis greater than 50% at the puncture site. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery or vein. The target femoral site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. No visible damage was observed on the sheath or distal end after removal. No anticoagulants, antiplatelets, or thrombolytics were used. Other procedural details were requested but were not provided. The device will be returned for evaluation.